Event description:
Underdelivery reported: the pump was programmed to infuse magnesium sulfate at (2.5gm) 39.0ml/hour. The nurse reported finding the pump actually infusing at (2.0gm) 32.0ml/hr per display screen reading. The physician was notified. The physician ordered the rate to remain at (2.0gm) 32.0ml/hr. According to the customer contact "the pt remained comfortable with very few contractions, no adverse effect noted". Though requested, there was no additional info available.